Event description:
The user facility reported that the surgeon gripped a 5/0 suture and the tc insert broke. The broken piece of the insert was not returned with the instrument. No patient injury reported.